Event description:
It was reported that the patient was experiencing overstimulation, that was not resolved after multiple programming sessions. As a result, the patient elected surgical intervention which was undertaken in (B)(6) of 2025 wherein the system was removed to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: t00006297 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.